Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill cycle one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that the patient connected prior to verifying the patient line was fully primed. The technical support representative (tsr) advised the hp to start over with new supplies. The tsr reviewed proper procedures for priming with hp. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.